Event description:
It was reported that the patient faced Infusion set fell off due to sweating event on (b)(6)2026.

Manufacturer narrative:
E1: Patient city: (b)(6). Patient Country: United Kingdom. Name- (b)(6). Street-(b)(6). Based on the available information, this event is deemed to be a Reportable malfunction. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under Complaint Investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. When additional information becomes available, a follow-up report will be submitted. FDA Registration Number Reporting Site: 8021545 Manufacturing Site: 8021545.